Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 2.25x12 mm xience v rx stent delivery system (sds) the stent dislodged from the balloon and remained inside the protective sheath. There was no resistance noted while removing the sds from the dispenser hoop. There was no resistance noted while removing the protective sheath/stylet. The device was not used and there was no patient involvement. A same size xience v stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was reported on the initial MDR that the device would be returned for analysis; however, analysis of the device received revealed that the stent was stationary on the balloon and not dislodged as reported. Follow-up with the site was not able to confirm that the correct complaint device was returned. Therefore, the return status has been changed to reflect that the device was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, a device was received; however, the device analysis revealed that the stent was stationary on the balloon and not dislodged as reported. Follow-up with the site was not able to confirm that the correct complaint device was returned. No additional information was provided.